Event description:
Information was received regarding an unspecified cadd legacy 1 pump. It was reported that the device was alarming before it was empty. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.